Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (lot number 302026, expiration date 12/31/2010). Caller did not provide product information for system 2.

Event description:
Customer reportedly received results of 56 mg/dl and 54 mg/dl on aviva system 1 and 95 mg/dl on aviva system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.